Event description:
Olympus medical systems corp (omsc) was informed that during a hepatectomy, the subject device was used. After several outputs of use, unspecified error occurred and the device could not be used any more. The procedure was completed with another thunderbeat. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad of the device was partially separated. Both the probe tip and the grasping section had contact marks with each other. The mfg history was reviewed with no irregularities noted. Considering the eval result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the separated pad, which caused contact between the probe and the non-insulated area of grasping section. The separation of ptfe pad was due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the eval, this report appears to be related to user handling.